Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer stated that her husband was at the hospital due to diabetic ketoacidosis and an infection. The customer treated the high readings with a bolus. The customer was put on insulin drip at the hospital. The customer was advised to call back to troubleshoot for high readings.